Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to calibrate the g4 pump with a reading that was over 400 mg/dl and the pump was not accepting the calibration. Customer was advised to calibrate with readings between 40-400mg/dl in order for the pump to accept calibrations. Customer will treat elevated bgs by taking a manual injection.